Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had an unrelated spinal surgery in (B)(6) 2022 and the healthcare provider (hcp) stated that while moving the catheter, it broke. It was also possible that it was cut per the hcp. At that time, the catheter was tied off and the pump was discontinued. Hcp was asking today about magnetic resonance imaging (MRI) and minimum rate mode. Explained that the pump would still stall in that situation. Reviewed basics of this procedure for another patient. Hcp stated that at this time the patient didn't really have a managing hcp since the pump was not in use. A mdt representative was also aware of the situation and might have more details.

Manufacturer narrative:
Concomitant medical products: product ID 8731 lot# serial# (B)(4) product type catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 28-apr-2007, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and the patient inquired about the catheter implant date due to meeting with the doctor later today. It was noted the patient no longer needed the pump for spasticity and stated 'the medication was getting old before I could get it out due to being on such a low dose.' While on call, it was reported 'there's other issues too. During back surgery last may, as my back surgeon was closing me up, he nicked my catheter. I just had the pump filled so the meds came out and called my neurologist and mdt in a panic, and mdt said to stitch it up, so he did. And there was so much scar tissue so he left it (pump and catheter) in there; there wasn't much that he could do for it.' It was further reported it was now barely working, so that it ¿won't get too low and alarm¿. It was reported that was why the patient¿s neurologist, wanted to have it removed.